Event description:
It was reported that (1) device was used during a ovaric cyst-extra uterine pregnancy. It was reported by the affiliate that the surgeon armed the trocar, after having cut the skin, during penetration, the trocar disarmed many times and had to arm it 5-6 times before reaching the abdominal cavity. How the case was completed was unk. There was no consequence to the pt.